Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to start up. Upon troubleshooting, fse found that flex vision pc was not working and the cable was disconnected. To resolve this issue, fse reconnected the flex vision pc cable. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.